Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs leads exhibited high impedances during diagnostic testing. The sjm representative reprogrammed around the impedance issue, but the issue reoccurred and the patient lost stimulation therapy. Surgical intervention is planned for a later date to address the issue.